Event description:
It was reported that a patient who had the pump for about a month and a half was taking other breakthrough medication because the pump was not ¿working.¿ the patient was pain-free and the pump was working ¿beautifully¿ after implant, but the patient¿s reflex sympathetic dystrophy (rsd) was coming back. It was reported that the pump was disconnected or leaking. The dose was increased, but ¿it only lasted about a week or some short period of time.¿ it was later reported that this was a ¿false alarm.¿ there were no issues with the pump, and it was working ¿very well.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).